Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing impedance measurements that increased and stayed high. The lead needs to be revised. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).